Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook tri-tome pc triple lumen sphincterotome. It was reported that when the user bowed the sphincterotome, the cutting wire disengaged from the catheter tip on first usage. A new sphincterotome of a different make and model was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k172665. Investigation evaluation: the product said to be involved was returned in a cardboard box. A lot number was not provided with the returned device. Our laboratory evaluation of the product said to be involved confirmed the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. The cutting wire is intact and remains securely attached to the sphincterotome at the proximal end. However, due to the catheter and securing component disconnection, the distal end of the cutting wire is no longer connected to the catheter. The securing component has a shorter section measuring 2 mm remaining attached however, a longer section measuring 3 mm has detached and was not included in the return. There was no evidence of a cautery application on the cutting wire (blackening of the cutting wire was not observed). A brown substance was observed within the distal catheter. The catheter has torn at the green distal band where the anchor exited the catheter. Kinks were noted in the catheter 105.7cm and 40.5cm from the purple shrink tubing. The distal tip of the catheter has been compressed. The device handle has broken at the handle hub and rotates freely. It is unknown when the handle breakage and tip compression occurred as it was not initially reported by the user. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a visual inspection of the returned device confirmed the cutting wire securing component (anchor) has separated from catheter and a portion has detached. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Additionally, the device handle was broken as returned, this was not described in the original complaint and it is unknown when the handle breakage occurred. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user with the following comment: ¿do not over flex or bow the tip beyond 90 degrees, as this may damage or cause the cutting wire to break.¿ prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: a cook representative has been directed to contact the medical facility involved and inform them of the missing portion of the anchor that was discovered during the evaluation of the returned device.